Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- as the instrument was not returned, an as-received, dimensional, material or drawing reviews are not applicable. The root cause of the reamer head breakage can be confirmed due to deviating from the recommended surgical approach a manufacturing record evaluation was performed and no issues were noted. The complaint condition can be confirmed during photo investigation. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the was raised to determine the root cause of broken head breakages. Additionally, the product issue escalation was initiated to define any further action related to the breakage. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot ==> manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 22-sep-2020 expiration date: 01-sep-2030 part number: 03.404.016s, 10mm reamer head for ria 2-sterile lot number: 70p1932 (sterile) this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m016 lot number: 6954002 this lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7a: unknown.

Manufacturer narrative:
Additional procode: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 during a tibia procedure, the 10.0mm reamer head for ria 2 broke. There was a surgical delay of twenty (20) minutes. The procedure was successfully completed using another reamer. There was no patient consequence. This report is for one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).